Event description:
The event involved a katecholamin weiche 6-fach where the customer reported that while using the systems and disinfection, the rings for color coding the legs came off. This can lead to confusion when connecting and changing. The status of the product at the time of the event was during a product introduction. The time of the event was 12:30 pm. There was patient involvement but no patient harm, no delay in therapy and unknown adverse event. In addition, the customer stated that there are no holes or cuts in the product. The rings do not always stay in position. That is all. The fact is easy to fix manually.

Manufacturer narrative:
It is unknown if the device is available for evaluation. It has been requested. Awaiting return of sample and the full complaint investigation is pending.

Manufacturer narrative:
One photograph was provided by the customer, the photo shows one of the red rings that has come off the set. The photograph does not provide enough information to determine a probable cause. No snk040mcr product samples were returned for investigation. A probable cause is unknown and cannot be determined without the return of the failed set or based on the information that has been provided. The lot 13589448 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
Correction: after further review, the complaint of rings separating from the tubing is not reportable since they are outside the fluid path and could not lead to death or serious injury. Consider the initial MDR void.